Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 13 mg/dl, 17 mg/dl, 20 mg/dl, and 112 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Caller was unsure which test strip lot produced the erroneous results. This medwatch report is for the suspect device used in system 1 (lot number 208034, expiration date 12/31/2012). Reference medwatch report with patient identifier (B)(6) for the suspect device used in system 2.